Manufacturer narrative:
The prestataire stated to insulet the controller had been retrieved by the patient¿s brother. The current location of the reported pod is unknown. Insulet requested for the products to be returned for investigation. On (B)(6), the prestataire stated to insulet that the patient¿s family declined to return the product(s) for investigation. If the physical device is received by insulet the device will be evaluated. If additional information is received, insulet will submit a supplemental report and conduct all possible investigation. Cloud data from the user's controller (serial number: (B)(6)) for the period of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the pod was in regular communication with the paired sensor until 20:03 on (B)(6) 2026 when the sensor lost connection and became inactive. The sensor remained inactive until a new sensor was activated at 13:48 on (B)(6) 2026 and the sensor began sending valid estimated glucose values after the calibration period starting at 15:48 on (B)(6) 2026. The first valid estimated glucose value received was an urgent low (less than 40 mg/dl). The system was used in automated mode between 20:03 on (B)(6) 2026 and 11:48 on (B)(6) 2026. After four cycles of missing sensor values, the system correctly transitioned to automated mode: limited and began delivery of safe basal, which is the lower of the user's manual basal program and the adaptive basal rate. The system was switched to manual mode at 11:48 on (B)(6) 2026 and used in manual mode, correctly delivering the user's manual basal program, until the system was switched back into automated mode at 13:38 on (B)(6) 2026. The system was used in automated mode: limited until valid estimated glucose values were received at 15:48, when the system automatically switched back to automated mode and paused insulin delivery due to the low estimated glucose values. Between 13:38 and 15:48 on (B)(6) 2026, the pod was receiving values of 1 and 5, indicating that a sensor change occurred between 13:38 and 13:43 and a sensor was activated and went through the expected calibration period before sending the urgent low value. Automated insulin delivery remained paused due to low estimated glucose values until 21:54 on (B)(6) 2026 when an automated delivery restriction alert was generated due to automated insulin delivery being paused for an extended period of time. The system immediately transitioned to automated mode: limited while the alert was generating. The alert was acknowledged at 21:59 and the system switched to manual mode, before being switched back into automated mode at 22:34 on (B)(6) 2026. Due to pod-sensor connection loss, the system started in automated mode: limited until a valid estimated glucose value was received at 23:18 on (B)(6) 2026. The system was switched back into manual mode at 23:24 on (B)(6) 2026 and used in manual mode until being switched back into automated mode at 11:23 on (B)(6) 2026. Estimated glucose values of 1 were received by the pod again starting at 11:58 on (B)(6) 2026, indicating that the sensor was deactivated and a new sensor was not activated before the last datapoint received on (B)(6) 2026. Due to sensor aberrations and the sensor being inactive, the system transitioned to automated mode: limited and was used in automated mode: limited delivering safe basal until the last data point received by the controller from the pod at 04:13 on (B)(6) 2026. Regular communication and sensor aberration issues were seen during the reviewed period, as indicated by the estimated glucose values of -1 and 6 in the cloud data. The system correctly responded to the missing sensor values, transitioning to automated mode: limited while in automated mode after four cycles of missing values and generating missing sensor values alerts after one hour of missing values. The cloud data showed that the system was correctly generating the missing sensor values and urgent low glucose alerts as conditions were met, with the urgent low glucose alerts being generated once the user's estimated glucose values decreased to and below 55 mg/dl. The phb data showed that, while in automated mode, the automated algorithm appropriately adjusted the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm correctly paused insulin delivery while estimated glucose values were below 60 mg/dl. While in automated mode: limited, the system was correctly delivering safe basal dependent on whether the user's manual basal program or adaptive basal rate was lower. While in manual mode, the system was correctly delivering the user's manual basal program. The cloud data showed regular bolus deliveries with the last pod through (B)(6) 2026, with boluses being delivered at 07:01, 09:53, 14:51, 15:15, and 21:18 on (B)(6) 2026 and 11:04, 11:54, and 14:34 on (B)(6) 2026. No boluses were seen in the cloud data after (B)(6) 2026. No evidence of an overdelivery of insulin was observed in the available cloud data. The exact cause of the observed pod-sensor connection issues could not be determined from the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria at the time of release. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by elivie gennevilliers prestataire (prestataire internal declaration registration number: (B)(4)) that they were informed on (B)(6) 2026 that the patient had passed away on (B)(6) 2026 around 4:00 am; the autopsy report indicated the cause of death was hypoglycaemia. The patient was reportedly using an omnipod 5 pod with a dexcom g6 sensor/continuous glucose monitor (cgm) (product reference: sts-gs-003, lot number: 7375150) at the time of the event. On (B)(6) 2026 at 12:01 pm, the patient¿s prestataire nurse received a text message from the patient reporting a persistent episode of hypoglycaemia since the previous day, accompanied by vomiting; the patient had requested advice on how to proceed. At 12:03 pm, the patient received an immediate reply by text message from the nurse recommending firstly, that the patient check whether it was a hyperglycaemic episode with the possible presence of ketones, and secondly, that they switch to activity mode if the hypoglycaemia persisted. The patient was reportedly a trained nurse and had transferred from using omnipod dash to using omnipod 5 in a hybrid closed loop from (B)(6) 2025. During a follow-up phone conversation on (B)(6) 2026, the prestataire stated to insulet that glucose sensor values were missing since (B)(6) 2026. The patient's brother is reportedly in possession of the patient's omnipod 5 controller/personal diabetes manager (pdm). Insulet was informed on (B)(6) 2026 by the prestataire that the patient¿s family declined to return the product(s) for investigation. Dexcom were notified of the incident by the prestataire (dexcom reference number: (B)(4)) and, additionally, insulet notified dexcom on (B)(6) 2026.